Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening, fold creases and broken of plug strap leak test and microscopic analysis was performed which identified one opening sharp and broken sharp of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one sharp opening in the side posterior assessed as unidentified (tear) opening. -broken sharp of plug strap assessed as unidentified (tear) opening

Event description:
Healthcare professional reported left side deflation and textured to smooth implant exchange. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.